Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced urinary retention, vaginal bleeding, pelvic pain, abdominal pain, foul smelling vaginal discharge, adhesions, erosion, pelvic abscess, rectocele, necrotic introitus, sepsis, infected mesh, and extrusion. Furthermore, it was reported that the plaintiff died. No cause of death was reported.